Event description:
It was reported that "when the set was opened for insertion during inspection and testing there was a leakage on both hubs of the set. It had not been inserted into patient." No patient involvement was reported.

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one opened hemodialysis set with multiple components including an 18 ga introducer needle, ars, spring wire guide assembly, dilator, and catheter/needle assembly for analysis. Visual analysis of the returned needle revealed four vertical cracks in the needle hub. The needle length measured 68 mm, which is within the specifications of 67.13-68.91 mm per needle product drawing. The needle cannula outer diameter measured 0.04985" which is within the specifications of 0.0495"-0.0505" per the cannula product drawing. The needle cannula inner diameter measured 0.041", which is within the specifications of 0.041"-0.043" per the cannula product drawing. Functional testing was performed per the product IFU, which states "insert introducer needle with attached arrow raulerson syringe (where provided) into vein and aspirate." The returned introducer needle was attached to the returned arrow raulerson syringe (ars). The returned needle drew air when aspirating and leaked water when flushing due to the cracks in the needle hub. A device history record review was performed, and one finding was identified. A non-conformance was initiated for batch: 71c21a1105 for the issue of "burrs on the hub of needle". This non-conformance is not relevant to this complaint investigation. The customer report of a cracked needle hub was confirmed through visual inspection of the returned sample. The returned needle met all relevant dimensional requirements, and a device history record review was performed with no findings relevant to this investigation. Based on these circumstances and the comments from r & d, the root cause of this complaint is design related. Teleflex has identified that that the high residual stress from the molding operation can cause cracks later in the life cycle. A CAPA was opened to address this issue. The manufacturing date for the needle hub involved with this complaint occurred prior to the CAPA implementation date of 25-mar-2021. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "when the set was opened for insertion during inspection and testing there was a leakage on both hubs of the set. It had not been inserted into patient." No patient involvement was reported.